Event description:
No output was reported. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no pacing output when device was programmed ddi 60 bpm unipolar mode. The no output condition was the result of lifted hybrid bond wires.